Event description:
It was reported that the patient went for a refill approximately two weeks ago and most of the medication was still in the pump from the refill that was three months prior. The patient reports that "testing" done last week confirms that "the pump is not working." The patient further reports that the patient did not hear an alarm. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.